Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, resistance was encountered at the distal end while advancing the delivery system through the sheath. The implanter applied additional forward pressure, which allowed the valve and delivery system to exit the sheath successfully. After sheath removal, a horizontal tear (distal tip torn) was observed. No patient complications related to any edwards devices were reported. The devices were removed separately with no difficulty. Per the fcs, the perceived root cause is unknown. The implanter did encounter some difficulty retracking a non-ew balloon (used for pre-dilatation of the aortic valve) back into the sheath after aortic valve dilation. The implanter suggested this may have contributed to the tear and/or difficulty advancing the commander delivery system through the sheath.

Manufacturer narrative:
The investigation is ongoing.